Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: a review of the pump¿s black box and alarm history showed cs 012 communication alarms had occurred. During testing, the ez-prime steps were performed correctly and the pump exercised for 24 hours with no cs 012 alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The allegation of a cs 012 call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication the product caused or contributed to and adverse event. Potentially reportable as the issue may result in a missing bolus record in the pump history which may impact treatment decisions.